Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that during an ankle fusion procedure after completely seating the low profile screw, the surgeon tried for additional plate compression and the head of the screw broke off. The threaded part of the screw was completely buried in the tibia. Procedure was completed without a screw in the oblong hole. No additional implants were needed. Case completed successfully.